Event description:
During stent deployment in the iliac artery, the brite tip sheath introducer was introduced via the brachial artery, and the smart control sds was advanced to the lesion through the sheath. During deployment of the stent, the stent "jumped," and was not placed in the accurate position. The stent delivery system was then removed from the pt; however, during removal of the stent delivery system back through the valve of the sheath introducer, the valve popped off the sheath, and blood began to leak. The leakage was stopped by hand, and this same britetip sheath was used while an additional competitor's stent was introduced and deployed to fully cover the lesion. The procedure was successfully completed with not reported consequences to the pt. The target vessel was described as being neither calcified nor tortuous, and was 80% stenosed. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information wil be submitted within 30 days of receipt.